Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased/high thresholds and decreased/low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. The lead was received with the helix fully retracted, and there was distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Other than a minor outer insulation extrinsic breach/cut, there were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.